Manufacturer narrative:
The guidewire was returned for eval and analysis stated that "the distal area of the guidewire presented scraped ptfe." The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Event description:
The distal area of the guidewire presented scraped ptfe. The original complaint received stated that the needle was introduced into the pt from the right side to treat a left-side iliac stenosis. The lesion was crossed with a terumo guidewire and pigtail catheter, and then the terumo wire was exchanged out for the cordis emerald 3mm wire. The pigtail catheter was removed, and a balloon was placed over the wire. Angiography showed the guidewire had slipped up into aorta and the tip of the wire was now pointing down into the right iliac. The physician could not get the wire back to where he wanted it, so he attempted to remove the wire and balloon from the pt together. The physician pulled the balloon catheter back to the sheath and tried to retract the balloon through the sheath, even though the balloon, with the wire through it, was doubled over. The balloon shaft was going into the sheath, and the balloon tip was pressing against the end of the sheath inside the pt, so when pulling the balloon out, it met with great resistance. Eventually the physician had to pull everything out together, after a lot of hard pulling on wire. Once they had successfully retrieved the balloon and guidewire, an introducer had to be placed into the sheath in order to straighten it enough to remove the sheath from the pt safely. There was no injury to the pt.